Manufacturer narrative:
Device evaluated by manufacturer: epic ous vas was received for analysis. The device was received with the stent partially deployed on the delivery system. No other issues were noted with the stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found the inner shaft of the device to be kinked at the distal tip bond. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no issues or damage to the handle of the device. The safety lock had been removed from the rack of the device. This concludes the product analysis.

Event description:
It was reported that premature stent deployment and removal difficulties occurred. The patient underwent biliary stent implantation. The stenosed target lesion was located in the non-calcified and tortuous part of the hepatic hilars. The stenosis was due to a malignant tumor of the biliary tract. A 10x60x75 epic stent was advanced to treat the lesion. However, during the procedure, while inserting the delivery into the bile duct, the tip of the stent was slightly released, and the target site could not be reached. The device was removed with some resistance encountered. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that premature stent deployment and removal difficulties occurred. The patient underwent biliary stent implantation. The stenosed target lesion was located in the non-calcified and tortuous part of the hepatic hilars. The stenosis was due to a malignant tumor of the biliary tract. A 10x60x75 epic stent was advanced to treat the lesion. However, during the procedure, while inserting the delivery into the bile duct, the tip of the stent was slightly released, and the target site could not be reached. The device was removed with some resistance encountered. The procedure was completed with another of same device. No patient complications nor injuries were reported.